Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, we could not surmise a probable cause. We could not identify the cause of the defect as well. Olympus will continue to monitor field performance for this device.

Event description:
It was also reported that the light source light was flickering. Tech asked the customer to power off cv-190/clv-190, exercise tab at 12 o'clock on the scope socket, check lamp hours, if at 500 hours, replace the lamp. Customer checked the main lamp and it is over 500 hrs. Tech gave him the lamp part # and had him check to see if the spare lamp is good and it was fine. He is going to replace the main lamp.

Event description:
It was reported the light source front panel was flashing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.